Manufacturer narrative:
Distributor performed evaluation.

Event description:
It was reported by the distributor that the scale was inaccurate due to the bed not being zeroed correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.